Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were no alarms on, unless the display temp reaches above 43.1 celsius. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name: corrected. D9 - date returned to mfg: 10/30/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found that the printed circuit board assembly (pcba) was damaged. The customer reported issue was able to be replicated through alarm checks. The probable cause of the reported issue was the pcba was damaged. The pcba was replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device was calibrated, and the device passed all functional testing after repair.